Event description:
It was reported that the burr got stuck with the wire. A 1.25mm rotapro and rotawire floppy was selected for use. During the procedure, the rotapro burr seemed stuck in the motor and therefore had no mobility. The rotawire had to be forced, which led to the decannulation of the guides and had to start the procedure again. The procedure was completed with another rotapro burr device. This resulted in delay in treatment/patient care. No patient complications were reported.